Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery is not charging. There was no patient involvement.

Event description:
It was reported to philips that the device's battery is not charging. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. It was determined that the battery pca and ac power module needed replacement. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that pin j5 was bent. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to bent pins on connector j5. Following the evaluation, the battery pca was scheduled to be archived. The customer ordered a replacement battery pca and ac power module. A follow up analysis of the returned battery pca was completed and it was verified that a pin on the j5 connector was bent. However, although the battery pca was found to be faulty, the ac module was not returned for further evaluation and could not be verified to have not caused or contributed to the original allegation. As multiple components were installed to repair the device, a definitive cause for the failure could not be determined. The device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.